Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~ 3.0 y. The acetabular shell, acetabular liner, femoral head components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
It was noted that medical records and x-rays were not provided for review due to institutional irb and hipaa regulations at the reporting facility. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was confirmed. A visual inspection was performed. Only pictures were returned. The shell was unremarkable. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. An analysis of the overall complaint data is documented in CAPA (B)(4). The root cause analysis conducted as part of CAPA (B)(4) determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Further information such as pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~ 3.0 y. The acetabular shell, acetabular liner, femoral head components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 6.